Event description:
It was reported that the patient fell on (B)(6) 2023. A head computed tomography (CT) was obtained and did not show acute intracranial finding. Patient presented back to the emergency department with an altered mental status. A head CT confirmed hemorrhagic stroke. International normalized ratio was 2.8 and was reversed upon diagnosis of stroke. The patient passed away from hemorrhagic stroke on (B)(6) 2023. Prior to passing away, the patient was placed on comfort care per family request and life support was withdrawn. The ventricular assist device was turned off by inpatient team. The device operated as expected. There were no reports of alarms, and the device was not interrogated.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1: updated information; section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.